Event description:
The infusion bag found was empty sooner than expected during home therapy. The pump was programmed in the intermittent mode to infuse zosyn 3.375gm at 75cc/hr every 6 hours for 14 days. The infusion bag had a total volume of 300ml, which contained a total of 4 doses. The bag was changed daily at 1400. At 2130, the patient reported that the bag was empty, approximately 11 1/2 hours sooner than expected. The patient turned off the pump, as directed by the nurse. The following day, at 1400, the nurse reported that 3 doses remained in the bag instead of an empty bag that the patient had reported the previous night. At this time, therapy was continued without changing the bag. Six hours later, the patient reported that the bag was empty, approximately 13 hours sooner than expected. The patient turned off the device, as directed by the nurse. The following day, the nurse reported that the bag had 1 more dose remaining, instead of an empty bag that the patient had reported the previous night. There was no reported adverse patient event. The customer stated "there is absolutely no problem with the pump", that the event was a result of patient error. Though requested, no further information was available.